Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax and hypotension. The biopsied lesion was in both the left upper and lower lobes. The patient was transferred to the critical care unit due to hypotension. It is unknown what medical intervention was administered due to the hypotension and the pneumothorax which was identified in the left lung. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.